Event description:
The customer reported that the images are grayed out. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). The service representative replaced the di pc and the ref pc boards. He performed the calibration and self tests, and all functions met specifications. The unit was bench tested for several hours. (B)(4).